Event description:
Product analysis for the m106 generator was complete and approved on 12/28/2015. To observe the pulse generators sensing response (tachycardia detection) to an external stimulus, the pulse generator was placed in a final test fixture. The stimulus was connected to the pulse generator case and out2. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts and sense drops out were observed (1.6 seconds to 24.0 seconds). The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). The battery was removed. Results show that the pulse generator module failed several electrical tests. The trimmed edge of the pcba was cleaned with high grit sand paper and isopropyl alcohol to remove the suspected contaminates. Results show that the pulse generator module performs according to functional specifications. The pulse generator was reassembled (with the original battery, case, and header). Sense settings one through five were re-evaluated with a no load and 2k load conditions between out2 and out1 to determine to what effect the removal of the contaminates from the trimmed edge of the pcba would have on the pulse generators sensing abilities. The pulse generator showed no sense delays or sense drops out (2.2 seconds to 3.2 seconds) after the trimmed edge of the pcba was cleaned. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. Remaining residual material on the pcba edge after the 'test tab' removal manufacturing process may have been the contributing factor for undersensing. As received settings show that the generator was disabled prior to explant.

Event description:
The explanted m106 generator was received for analysis on 11/30/2015. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient was having a prophylactic generator replacement. The sales representative was having difficulty getting a heartbeat detection with the m106 device. No pre-op screening was performed. At sensitivity level 1 he received a heart rate of 67, but it would only last for a couple of seconds. He got a display of ???s, then the heart rate would display for a few seconds, and then it would go to ???s. The power light on the wand stayed on the entire time. The data received light flickered when displaying the heart rate, but did nothing when the ???s appeared. He changed the sensitivity setting to 2 and got the same results but at a heart rate of 186. The device was re-interrogated after the setting changes. The tablet was not plugged in. The wand position was rotated 45 degrees. The generator was in the pocket, and the physician was not touching it. Output currents at 0.0ma. He didn't have a back-up 106. The generator was implanted with auto stimulation programmed off. The DHR was reviewed on 9/22/2015 for the m106 device. The generator passed all specifications prior to distribution into the field. The r-wave verification data also passed all tests performed. On (B)(6) 2015, the sales representative reported the following events from the patient's follow-up appointment: level 1: detected heart rate but cut out after a few seconds. Was accurate. Level 2: held communication a little better but was way off on heart rate level 3: best communication time. 30 seconds or so. Accurate reading level 4: awful. Hardly held communication. Got it intermittently and was off by 100% level 5: immediately showed 207 heart rate and then dropped and held fairly accurate but the jumps were drastic. 5-15 bpm jumps. Held communication for 30 seconds though. Diagnostics were not performed at the visit, the patient was referred for prophylactic replacement. The family decided to replace the m106 generator on (B)(6) 2015. Review of programming history from (B)(6) 2015 shows that tachycardia detection was programmed on throughout the appointment and all output currents were off. Sensitivities 1-5 were attempted. No diagnostic testing was performed. At sensitivity 1, foreground heart rate from the decoder showed 99 bpm and 100.2 bpm. At sensitivity 4, heart rate was 106.3. The decoder data also shows the last change in impedance to have occurred on (B)(6) 2015: the impedance change from 21602 ohms to 4143 ohms. The patient underwent full revision on (B)(6) 2015 due to the family's decision. Prior to this surgery, the pre-surgical site evaluation was performed, and the site where it was located was perfect. The new generator was immediately accurate with detecting heart rate. The explanted generator is pending return but has not been received to date. Correct event coding: pain and fluid leaks should still be coded in this file while being coded in the inquiry.